Event description:
The customer reported to olympus technical assistance center (tac), there was no flow exiting the connection tubes during the disinfection phase of reprocessing on the endoscope reprocessor. Another oer-pro was used to complete the scope reprocessing. The scopes were not used on a patient prior to reprocessing the scopes on the replacement equipment. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the connectors were properly attached. A field service engineer (fse) was dispatched and was unable to confirm the issue. The fse ran multiple cycles with no issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the flow issue could not be determined. It is possible that the flow issue was caused by clogging of the mesh filter in the disinfectant tank, or failure of the disinfectant pump or main circuit board. Olympus will continue to monitor field performance for this device.